Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to hip dislocations. Surgeon indicated that the patient was implanted with a 56 pinnacle cup with a 56x36 +4/10 degree liner and 36 +5 femoral head. He asked what other liner options were available to him for that cup. He then felt the patient would benefit from converting their poly liner to that of a 56x40 +4/10 degree liner rather than a 36. A trial reduction was performed with that liner and a 40mm +12 head. Surgeon felt the patient would not only benefit from the larger femoral head, but also in increasing the neck length of the femoral head for additional length and offset. The real liner and femoral head were implanted and the hip was reduced. The hip stability was confirmed and the closing process began. Doi: (B)(6) 2019. Dor: (B)(6) 2022. Affected side: right hip.